Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: 5076-52 implantable pacing lead, (B)(6) 2006; 694965 implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient needed a new magnet for the implanted implantable cardioverter defibrillator (ICD) device, which appeared to be broken in half. Follow-up contact was made to the clinic, but the clinic was unaware of the event and had no additional information. The device remains in use. No patient complications have been reported as a result of this event.